Manufacturer narrative:
Mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly was observed in the anterior view on the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2020, mentor became aware of the following information and hence, following fields have been updated on this form: patient's date of birth has been updated under field a2 to (B)(6) 1981. The procedure type was revision breast augmentation. The effected side was right. The date of replacement surgery with mentor gel implant was (B)(6) 2020. Is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. The device was implanted (B)(6) 2016. Hence field d6 for implantation date has been updated to (B)(6) 2016. Device was returned on (B)(6) 2020. Field d10 has been updated to (B)(6) 2020. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that device was actually returned on (B)(6) 2020, not (B)(6) 2020 as reported under previous follow up 1 report. Hence, field d10 on this form has been updated to (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast augmentation with 400 cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade iii/IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.